Event description:
The pt received his scs system on (B)(6)2010. It was reported that the pt stopped feeling stimulation due to high impedance. A company rep reprogrammed the pt and achieved coverage in all areas, but the pt would like stronger coverage in the right lower extremity. No add'l info available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.